Event description:
It was reported that a 355sd was about to be used during a cholecystectomy, it was reported by the affiliate that when the nurse opened the product, she saw that the seal ring was damaged. The trocar was not used in the case. The customer attests that the ring was ruptured previous to attempted use. There was no consequence to the pt.